Event description:
The manufacturer received information alleging a ventilator has been turning off and lights were flashing. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacture received the allegation of device trilogy evo ventilator was shut off while in use. The device was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, customer allegation were not confirmed and no significant events were logged. The device's muffler assembly, tubing system pca, and tubing blower chasis was replaced to address the issue. The device passed th final test.